Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The adjustable pressure limiting valve was ordered for replacement, however the resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak and damaged adjustable pressure limiting knob, discovered during preuse checkout. There was no report of patient involvement.